Manufacturer narrative:
The tip cover accessory was not returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. The mcs instrument used during the time of the event was returned and evaluated. Engineering found no evidence of arcing and no physical damage was observed on the instrument. A follow-up MDR will be submitted if the accessory is returned (post-evaluation) or if additional information is received.

Event description:
On (B)(6) 2010, medwatch uf/importer report (B)(4) was received from (B)(6) hospitals, with the following information: event desc: we had two incidents during the same surgery with the davinci s tip cover accessory. This tip is used on the da vinci monopolar scissors to cover the shaft, exposing only the scissor tips. This is to protect the patient from any possible tissue burn during surgery. Two tip covers from the same lot melted during robotic procedure. A third cover from a different lot was used without further incident. These issues were initially reported to isi on (B)(4) 2010. The event occurred during a da vinci s hysterectomy procedure and no patient harm, adverse outcome or injury was reported. Medwatch MFR report 2955842-2010-00233 was submitted for the second occurrence of arcing.